Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2018-02588, 2134265-2018-02589, 2134265-2018-02590, 2134265-2018-02591, 2134265-2018-02592, 2134265-2018-02593, 2134265-2018-02628, 2134265-2018-03162, 2134265-2018-03163, 2134265-2018-03164, 2134265-2018-03165, 2134265-2018-03166, 2134265-2018-03167, 2134265-2018-03169, 2134265-2018-03173. It was reported that the patient died post procedure. The patient presented from hospice care. The patient was intubated and had a non-bsc heart pump in place. The target lesions were a chronic total occlusion of the right coronary artery (rca), the left anterior descending artery (lad) and the severely tortuous circumflex. Seventeen boston scientific products were used throughout the procedure. The physician started with the circumflex and experienced a vessel perforation caused by a non-bsc guidewire. The perforation was minimal and was not treated. The lad and left main arteries were successfully stented with 2.50x38mm, 3.00x38mm and 3.50x16mm synergy stents and balloon angioplasty was performed. At that point, the patient¿s pressure and heart rate were both dropping. The heart rate was increased with pacing and the procedure was ended. The patient was sent from the catheterization lab to the floor where he expired some hours later during the night. The cause of death is cardiogenic shock.